Event description:
The customer reported that their pump screen would not turn on and the quick bolus/wake button was difficult to press, requiring multiple attempts. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer to try several troubleshooting steps, but the pump's display only turned on when plugged into a power source. A replacement pump was sent, and the customer was instructed to use multiple daily injections (mdi) for insulin delivery and keep the current pump plugged into a power source while awaiting the replacement. The customer was advised on the return process for the defective pump and understood the new instructions.